Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The problem is that the rubber keeps popping out of the rim and then maintenance has to try and pop it back in.

Manufacturer narrative:
The result of the evaluation was that the tire is separating from the rim causing tire roll off, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The problem is that the rubber keeps popping out of the rim and then maintenance has to try and pop it back in.